Manufacturer narrative:
H3: product analysis of (B)(6) lotno:b419264 visual inspection/damage location details: the finger marker struts were found aligned within the introducer sheath. No damages were found with the introducer sheath. No damages were found with the solitaire fr pusher. No damages were found with the solitaire fr pusher marker coil. The stent was found to be still attached to the pusher. The stent's non-working teardrop length struts were found to be damaged. The middle working and working length struts were to be in good condition. No other anomalies were observed. Testing analysis: the solitaire fr stent device could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿stent stuck in catheter hub¿ and ¿kink/damaged¿ were confirmed. The solitaire fr stent was returned damaged. The solitaire fr stent can become damaged if advanced against resistance. Possible causes of ¿stent stuck in catheter hub¿ and ¿kink/damaged¿ are burrs, bumps, kinks, or other damage on stent or pusher, patient vessel tortuosity, damaged catheter, and incompatible catheter. The patient¿s vessel tortuosity was moderate; therefore, ¿patient vessel tortuosity¿ was ruled out as a potential cause. The model and lot numbers for the microcatheter used for the event was not returned. Therefore, the condition of the microcatheter could not be assessed. Since the microcatheter was not returned, an analysis could not be performed. ¿incompatible catheter¿ and ¿damaged catheter¿ could not be ruled out as potential causes. The root cause for the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered resistance and was found to have been kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke in the middle cerebral artery m1. The patient¿s vessel tortuosity was moderate. After preparing the hydration according to the normal operating procedures the solitaire entered the catheter where it impossible to push it. After withdrawing from the body, it was found that the stent was kinked near the detachment point. After replacing with a stent, it was successfully put in place to complete the thrombectomy. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the resistance occurred in the hub of the of the microcatheter. It is unknown if the solitaire device was torqued of repositioned during delivery or retrieval. The patient did not have vessel stenosis proximal to the thrombus site. The microcatheter tip did not cover the solitaire device proximal marker during the attempted retrieval.